Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 29, 2022 - september 30, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed and a seam 1 defect at the container bottom right side/edge of shoulder port weld area was observed. Functional testing was performed, and a slow leak was observed. At the affected area. The reported condition was verified. The cause of the condition was due to a defect in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.